Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance values of 2600 ohms. Technical services (ts) was contacted, and ts discussed options for the rv lead. No adverse patient effects were reported.